Manufacturer narrative:
(B)(4). This lot was manufactured from march 13, 2015 to march 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor did not flow. The device was primed with saline and then 5fu was added when the no flow was observed. The no flow was identified before use on a patient. There was no patient involvement. No additional information is available.